Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, type of investigation and investigation findings).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer found the broken slave lead and requested to a replacement. No further information was provided. If more information is provided the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had an broken ECG cable slave console. There was no patient involvement reported.